Event description:
It was reported on (B)(6) 2015 that the patient passed away on (B)(6) 2015. The patient was in the hospital prior to his passing which seemed to be due to his epilepsy. The patient went into status and then would not recover. The disposition of the device is unknown. The relationship to vns therapy is unknown. Attempts for more information have been made but have been unsuccessful to date.